Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the ampule of cement was found broken when the customer opened the packaging during preparation prior to surgery. No adverse events have been reported as a result of this malfunction.